Event description:
Rptr indicates a 73-yr-old female with swallow impairment on tube feeding was found in acute distress with projectile vomitting. Reportedly, the tubing came off the rotor on the pump and pt received 1000 cc of formula over 1 hr and 15 mins. There was no aspiration.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.